Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post implant, the right ventricular (rv) lead had small r waves. An x-ray was performed and it was found the lead had dislodged. It was noted the superior vena cava (svc) coil was at the clavicle. A lead revision was attempted; however, when the physician attempted to adjust the lead position, the helix would not extend. The lead was taken out of the body and still the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.